Manufacturer narrative:
Reported event. An event regarding foreign matter involving a mako saw attachment was reported. The event was not confirmed. Method & results product evaluation and results: inspection did not confirm presence of oil or grease. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of the device history records indicate devices were manufactured and were accepted into final stock. A review revealed that the non-conformances was not related to the failure alleged in this complaint. Complaint history review: there have been 3 other similar events for the lot referenced. Conclusions: preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
After several times through the washer and sterilizer a brown residue/oil is found leaking out of the attachment. Patient not under anesthesia. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
After several times through the washer and sterilizer a brown residue/oil is found leaking out of the attachment. Patient not under anesthesia. Case type / application: tka.